Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event wasnot available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a party stated her son developed a bacterial infection following a right hip replacement surgery. She noted that he has undergone a total of six hip surgeries. The party was not able to recall the dates of the surgeries. No further information available. This is #3 of 5 events.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.